Manufacturer narrative:
The one-step pads were returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to a disconnected shorting wire. This type of failure does not disable the electrode from delivering therapy when attached to a defibrillator. This is a malfunction which only impacts self-test of the electrode with the defibrillator. The pads were scrapped at zoll. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrilator failed self-test using electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.